Event description:
Alleged the brakes are not holding on the bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes were not locking properly. The hill-rom field technician adjusted the casters to repair the bed.